Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting during manual prime process every time. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump rejects new batteries and also scratches in the middle screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a minor scratched lcd window. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device was received with a normal operating current. Device was monitored for several hours and no unexpected weak battery alarm noted. Also, no a33 alarm noted during the testing. Device primed properly. (B)(4).